Event description:
Reporter indicated that he was experiencing an increase in heart rate, and was currently taking medication for this adverse event. Good faith attempts to obtain further information have been made.